Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye on (B)(6) 2011. On (B)(6) 2011 the lens was removed due to excessive vaulting and high iop. There was shallowing of the angle. The incision was not widened to remove the lens and no suture was used. During this procedure, no other lens was implanted because the facility did not have the lens that was needed. On (B)(6) 2011 a shorter lens was implanted. See MFR's 2023826-2011-00592 for left eye.

Manufacturer narrative:
(B)(4). Eval: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).